Manufacturer narrative:
Findings: unit passed displacement test and self-test. Unit was download properly in care link pro and personal. No download anomaly noted however multiple alarms noted in alarm history screen due to corrupted history files. Unit minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump cannot be uploaded in care link peronal and in care link pro. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.